Event description:
Patient was revised to address pain and popping.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs received. The stem is now being added for the high metal ions. Lab results from (B)(6) 2013 confirmed the cobalt and chromium levels were higher than 7ppb.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. Medical records, including x-rays were obtained and have been reviewed. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain and popping. Update 06/04/2013 - patient's operative records and xrays were received. Records indicate that upon revision the tissue found in the hip had a grayish color along with synovial fluid that was a dark whitish grayish color. There is no new information that would change the existing MDR decision. Dob: (B)(6). Update 09/12/2013 - patient's medical records were received. Records indicate upon revision the patient was found to have metallosis, elevated metal ion levels, and bearing surface wear. There is no new information that would change the existing MDR decision. Doi (B)(6) 2006 - dor (B)(6) 2013 (right hip). X-rays are also found in (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were obtained and have been reviewed. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.